Event description:
Ous MDR - this lead was found to be fractured and was replaced. This is all of the information that was provided to us. The lead was not returned for analysis and no explant date was provided. The implant date was also not provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.